Event description:
As reported by the sales rep per the user facility: they discontinued the IV and the catheter stayed in the patient. The catheter is still in the patient. They x-rayed the patient and they could not see it. The patient to be scanned today. Additional information provided by the facility indicated additional x-rays and doppler scans did not reveal the location of the catheter fragment. The patient suffered no additional adverse sequela associated with this incident and was discharged from the hospital.

Manufacturer narrative:
The actual device involved in the incident was made available for the manufacturer to evaluate. However, the sample received from the facility consisted of a green female adapter from an unknown extension set with the tubing cut off at the insertion point of the tubing into the adapter. The sample was taped to a bloody 4x4 dressing. An introcan safety IV catheter hub was not returned as initially reported. The manufacturer believes, based upon the returned sample, that the user inappropriately identified the introcan safety catheter as being cut when in fact it was the IV extension set tubing that was cut. No specific conclusions can be drawn.